Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). The reported issue was confirmed in provided device's logs. Moreover, it during inspection it was discovered that the ventilator had an issue with fluctuations in the air gas supply readings. Based on technician statement, replacement of air hose solved the problem. Air hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. The design of the gas inlet nipples vary according to the standard chosen. Connection standards available are aga, diss, nist and french. Device's logs confirm occurrence of alarm air supply pressure low, expiratory minute volume low, paw high, inspiratory flow overrange, check tubing, peep low, vt insp. Overrange. These alarms are an indication of difficulties with ventilating the patient. Alarm will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. Expiratory minute volume low alarms are generated, when delivered expiratory volumes were less than set. Mentioned alarms may indicate insufficient ventilation to the patient or no ventilation. Claimed part were not available for further analysis. Our conclusion is that the replaced parts were the cause of the failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated alarm of high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).